Event description:
Health professional reported rupture for left side. Device has been explanted.

Manufacturer narrative:
Device analysis: analysis of the returned device identified "weight to the spec deformation, cloudy color, red particles, and crease fold." Based on the device analysis, the final assessment is: "no issues found related with the manufacturing process." Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported rupture for unknown side. Device remains implanted.